Event description:
Home pt reports abdominal discomfort and pain between shoulders throughout automated peritoneal dialysis treatment, believed to be a result of excess air. Home pt admits he may not have primed pt line of homechoice set completely at initiation of treatment. Per health care professional, there was no injury and home pt required no medical intervention.